Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown zero-p screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a 2 level anterior cervical discectomy and fusion (acdf) c4-5 and c5-6 procedure using zero p variable angle (va) instrumentation on (B)(6) 2020, a screw broke interoperatively. This occurred after putting the awl into the zero p va implant to create a pilot hole for the screw. The screw encountered increased resistance in the patients bone and broke at the distal end where the u-joint is located during insertion of the second 16mm screw on the first level at c4-5. Since the screw was only half into the implant, the surgeon backed out the screw and removed any loose metal from the fracture. The surgeon then instrumented the next level c5-6, this time an awl was used then drill with a 16mm drill bit to accommodate the 16mm screw length. The drill was challenging due to the patients hard bone. A second set was opened to have a new angled screw driver. The driver also broke distally in the same area at the u-joint. The surgeon removed any loose metal and finished inserting the screw with the straight screwdriver. To finish the case, the surgeon went back and addressed the implant with the missing screw and inserted a screw into the previously attempted screw hole with the straight screwdriver. All screws were able to get past at both levels of the blocking mechanism to complete the case. The procedure was successfully completed with 5-10 minutes surgical delay. There was no patient consequence reported. Concomitant device reported: unknown zero-p va screws (part # unknown, lot # unknown, quantity unknown) unknown awl (part # unknown, lot # unknown, quantity unknown), unknown drill bit (part # unknown, lot # unknown, quantity unknown), unknown zero-p va implant (part # unknown, lot # unknown, quantity unknown). This is report 2 of 3 for (B)(4). This report is for an unknown zero-p screw.